Event description:
He is suffering from hypoglycemia and allergic reaction to latex gloves since 1985. Without taking proper medication for hypoglycemia, he could have severe shaking, sweating anxiety, dizziness, fatigue and impaired vision. I recommend that he use powder less gloves to avoid rashes on hands and face.